Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0cvem, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported since moving to another location on (B)(6), the patient had been having trouble with interstim for bowel. The patient would get bloated and hurt, "to the point of where it doesn't move for 3 days." The patient had adjusted stimulation, even up to 8.5, but the patient could not feel stimulation. However, it was noted the patient "felt simulation a little" at 7. It was indicated, after speaking with the healthcare provider (hcp), the hcp had recommended turning therapy off. The device had been off for 2 days, and the patient's bowel is good. The caller noted the patient fell often. The patient fell in (B)(6) and broke her toes and then her hand. The patient indicated the patient has osteoporosis real bad. The patient was to follow-up with their physician. The patient's indication for use was bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.

Event description:
Additional information from the consumer's family/ friend reported that patient services helped and the power of the device was changed to 4.5v. It had been working very well and the patient had not complained about the device since the setting was changed.

Manufacturer narrative:
(B)(4).